Event description:
The complaint is reported as: "the inserting pa advanced the PICC into the peelway to the hub and the rt held her thumb on the molded hub of the catheter to prevent it from "backing out". As the pa placed her hands on either side of the catheter holding onto the peelaway "handles" she then attempted to have the peelaway sheath break away beneath the skin surface, stretching the edges of the skin at the insertion site and attempting to break away the entire sheath without letting any catheter or peelaway come above the skin surface. She placed an undue amount of pressure on the peelaway handles in an attempt to do this (because they do it with the bard sheath) but one side of the sheath broke away before the entire sheath had been peeled from the catheter. They used a hemostat to remove the peelaway that was left remaining on the PICC and the procedure was completed without incident." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material was observed on the peel-away tabs. Visual analysis revealed that the sheath separated approximately half way down the extrusion. Microscopic examination revealed that the portion of the score lines directly adjacent to the tabs appeared uniform and normal. Further examination revealed that the score line started to become wavy and not uniform approximately 2mm from the tabs. This indicates that the sheath started to tear correctly but almost immediately became defective. The extrusion did not peel along the blue line evenly where the sheath separated into two pieces. The blue score lines at the separation appeared to have a rippled effect. The sheath separation measured 51mm from the tabs. The sheath extrusion from the tabs to the distal tip measured 4 1/8", which is within the specification limits of 3 7/8"-4 1/8" per the sheath graphic. A manual tug test confirmed both sheath halves were connected securely to their hubs. A device history record review was performed, and a relevant finding was identified. A non-conformance request was initiated for batch 17c18m0048 to address the issue involving a peel-away sheath tearing incorrectly. The IFU provided with the kit informs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length". The customer report of a peel-away sheath tearing incorrectly was confirmed by complaint investigation of the returned sample. Microscopic examination revealed that the sheath started to tear correctly along the score lines, but almost immediately began to deviate. The sample passed all relevant dimensional requirements, and a device history record review was performed, and a relevant finding was identified. Based on the sample received and the customer report, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the inserting pa advanced the PICC into the peelway to the hub and the rt held her thumb on the molded hub of the catheter to prevent it from "backing out". As the pa placed her hands on either side of the catheter holding onto the peelaway "handles" she then attempted to have the peelaway sheath break away beneath the skin surface, stretching the edges of the skin at the insertion site and attempting to break away the entire sheath without letting any catheter, or peelaway come above the skin surface. She placed an undue amount of pressure on the peelaway handles in an attempt to do this (because they do it with the bard sheath), but one side of the sheath broke away before the entire sheath had been peeled from the catheter. They used a hemostat to remove the peelaway that was left remaining on the PICC, and the procedure was completed without incident. No patient harm reported. The patient's condition is reported as fine.